Event description:
It has been reported to philips that the system was not booting. There was no harm reported. A philips field service engineer inspected onsite and replaced the image processing computer and hard disk drive which returned the device to use in a good working condition.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of system log file showed flexvision errors. Upon troubleshooting, fse found issues with flexvision pc . The cause of the flexvision pc issues could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.